Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The device has a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they pressed the buttons for 3 minutes and they were unresponsive. Troubleshooting for keypad anomaly was performed. Customer stated that they had a virus which made them and the insulin pump sweaty. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.